Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. An inferior vena cava (ivc) filter was deployed on for patient with history of deep vein thrombosis with pulmonary emboli and upcoming bariatric surgery completion venogram performed post ivc filter deployment revealed good infrarenal placement of the ivc filter with no complications with the left renal vein orifice noted at the level of l1-l2. Approximately three years nine months post ivc filter deployment patient was scheduled for ivc filter retrieval which was performed without complication. Spot radiograph demonstrated the ivc filter spanning the l4 vertebral level but noted that the patient had a transitional l6 vertebral body. Ilio-caval venogram performed following ivc filter retrieval re-demonstrated ivc stenosis with focal stenosis at the l3-l4 level. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately three years and nine months post deployment, CT demonstrated thrombosis of the bilateral common iliac veins and within/above the filter. Approximately three years and nine months post deployment, CT of the abdomen & pelvis performed for bilateral lower extremity pain/swelling revealed new thrombus surrounding the cranial end of the ivc filter and within the prongs, extended into the caudal ivc and bilateral common iliac veins. Therefore, it can be confirmed that the patient experienced clot above the filter. However, the investigation is inconclusive for any alleged deficiency with the filter.per the provided medical records, the filter was deployed prior to bariatric surgery and abdominal hysterectomy. The current IFU (instructions for use) states, "the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." Therefore, the patient's abdominal surgeries could have contributed to any reported deficiencies. However, based on the available information, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the patient experienced caval thrombosis and thrombosis/embolism in the ivc filter and iliac veins. The device was removed percutaneously. The patient experienced chronic leg pain and pain the implant area. However, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. During deployment, there was a minimal angulation of the filter. Approximately three years post deployment, CT scan revealed that there was a thrombus within/above the filter. Two days followed by that; another thrombosis was found. Then the patient scheduled for filter removal and the filter was removed successfully. Also, the patient had a pe after the filter placement in two years. Therefore, the investigation is confirmed for the positioning issue and thrombus. Additionally, it can be confirmed that the patient experienced pe post deployment and thrombus. However, the relationship to the filter is unknown. Per the provided medical records, the filter was deployed prior to bariatric surgery and abdominal hysterectomy. The current IFU (instructions for use) states, "the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." Therefore, the patient's abdominal surgeries could have contributed to any reported deficiencies. However, based on the available information, the definitive root cause is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: the current instructions for use states: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the patient experienced caval thrombosis and thrombosis/embolism in the ivc filter and iliac veins. The device was removed percutaneously. The patient experienced chronic leg pain and pain the implant area. However, the current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism; in conjunction with or before bariatric procedure.the filter was deployed with minimal angulation; at some time post filter deployment, it was alleged that the patient experienced caval thrombosis, thrombosis within/above the ivc filter and pulmonary embolism post filter implant . The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: an inferior vena cava (ivc) filter was deployed on for patient with history of deep vein thrombosis with pulmonary emboli and upcoming bariatric surgery completion venogram performed post ivc filter deployment revealed good infrarenal placement of the ivc filter with no complications with the left renal vein orifice noted at the level of l1-l2. Approximately three years nine months post ivc filter deployment patient was scheduled for ivc filter retrieval which was performed without complication. Spot radiograph demonstrated the ivc filter spanning the l4 vertebral level but noted that the patient had a transitional l6 vertebral body. Ilio-caval venogram performed following ivc filter retrieval re-demonstrated ivc stenosis with focal stenosis at the l3-l4 level. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately three years and three months post deployment, CT demonstrated thrombosis within/above the filter. Therefore, it can be confirmed that the patient experienced clot above the filter. However, the investigation is inconclusive for any alleged deficiency. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the patient experienced caval thrombosis and thrombosis/embolism in the ivc filter and iliac veins. The device was removed percutaneously. The patient experienced chronic leg pain and pain the implant area. However, the current status of the patient is unknown.